Manufacturer narrative:
The recipient reportedly experiencing device migration. On (B)(6) 2020, the recipient underwent repositioning surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's pain reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain behind the ear since implantation surgery. The recipient was given painkillers, however, the issue did not resolve. The pain is present with and without device use. Surgery will be scheduled.

Manufacturer narrative:
The recipient's activation went well and the recipient is using the device without pain. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues reportedly resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.